Manufacturer narrative:
The insulin pump alarmed for an unexpected restart after a battery change and the date reset due to a faulty connector on the interface board. No other error alarm was noted. All operating currents were within specification. No unexpected low battery, off no power, or battery out limit alarms were noted. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump was alarming low battery and unexpected restart, following battery replacement. It was also stated with each battery change, the insulin pump was requiring that the time and date be programmed again. Troubleshooting was performed and it was advised that battery changes be timed carefully as the battery being out for too long could cause alarms. The customer's blood glucose was 273 mg/dl, which was treated with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.